Event description:
It was reported that a user experienced sensor errors, sensor unavailable, and sensor expired alerts on a libre 3+ integrated with the ilet, after which a sensor change and firmware update were completed, and the pump subsequently displayed a low blood glucose reading of 67 mg/dl with a fingerstick value of 64 mg/dl. Investigation of this case revealed successful completion of the firmware update, successful sensor replacement, and restoration of glucose display concordant with fingerstick. No clinical symptoms associated with hypoglycemia reported. Outcomes included self-treatment with oral carbohydrates and continuation of pump use. It was concluded that hypoglycemia occurred with cause unclear, and the user appropriately treated the event and resumed therapy. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.